Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Concomitant medical products: 115734, compr nano hmrl pps 34mm, lot # 985710; 118001, versa-dial/comp ti std taper, lot # 330730; 113032, versa-dial 42x18x46 hum head, lot # 997910. Report source: event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01532, 0001825034 - 2019 - 01533.

Event description:
It was reported that approximately 4 years post implantation, the patient was revised to a r reverse total shoulder system due to a rotator cuff tear. Attempts have been made and no further information has been provided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the revision, the surgeon had also found that the glenoid post had fractured. Attempts have been made and no further information has been provided.